Manufacturer narrative:
The technician isolated the issue to aged bed exit tape switches. He replaced the tape switches to repair the bed.

Event description:
Information received indicates the bed exit will arm but does not place a call once weight is removed from the bed.